Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #18 was placed into the osteotomy and torqued into position. The doctor was then unable to remove the fixture mount from the fixture. The implant was not over-torqued. The implant had to be removed and was replaced with a different one.

Manufacturer narrative:
Zimvie received one (1) tsvm6b8, (imp,tsv,mcol mg,6.0mm,8mm,mtx) for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. The mount wouldn¿t disengage from the implant during a functional test. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1270968. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1270968 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev. 4, the most likely root causes determined from the investigation are incorrect techniques used during implant placement - customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.